Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was initially reported that the patient's ipg incision site had some drainage after recent implant. Patient was prescribed oral antibiotics, and the drainage had stopped. However, additional information received indicates, patient's ipg site reopened exposing the extensions and a possible infection. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted to address the issue.